Event description:
It was reported that prior to a procedure at the user facility the battery was smoking. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have damaged cells. The device was discarded by the manufacturer.

Event description:
It was reported that prior to a procedure at the user facility the battery was smoking. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.